Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the coronary sinus [cs] catheter was delivered over an electrophysiology [ep] catheter and caused a coronary sinus dissection. The patient was stable. No further patient complications were reported as a result of this event.